Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® in the peribuccal area. Hcp noted the day after application. Patient reported a "significant inflammatory response". Hcp described the experience as hypersensitivity with a "high component of allergic reactivity". Hcp treated the patient with hyaluronidase and prescribed decadron and meprednisone 40mg x 3 days and 20 mg x 2 days plus loratadine 1 tablet per day for 5 days. Symptoms are ongoing.